Manufacturer narrative:
The event occurred in hong kong during treatment. It was reported that the drive fan showed a defective error message. No harm to any person has been reported. The device caused the complaint and was not able to work as per factory¿s specifications. New information received on 2025-05-30 that the cardiohelp device was replaced during treatment. There was not much dust on the fans and no visible damage was seen. As the cardiohelp was replaced during treatment, a report is required. A getinge field service technician (fst) was sent for investigation on 2025-05-28. The ch fan kit was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The logfiles were analyzed by getinge life-cycle-engineering on 2025-06-03 with following conclusion:the error message of the defective fan could be confirmed within the logfiles. The error occurred first on 2025-03-20 and occurred multiple times since than. According to getinge life-cycle-engineering the most probable root causes are: - contamination of the fan abrasion due to wear. A similar failure was investigated by getinge life-cycle-engineering. The most probable root cause is a statistical failure. The system has redundant fans to ensure a proper cooling even if one fan malfunctions. In case of a defective fan a visual and acoustic alarm is generated. In addition an alarm is generated if the internal temperature is too high. According to the service manual (chapter "service activities") the fans have to be exchanged every 24 months during the maintenance. Furthermore in the instruction for use (IFU), (chapter "general risks in the use of heart-lung support systems") it is stated that the ventilation openings have to be checked before every use that they are not covered. A cardiohelp with a defective fan should be replaced as quickly as possible. The review of the non-conformities has been performed on 2025-06-04 for the period of 2014-12-23 to 2025-05-28. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-12-23. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "drive fan defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the hong kong market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
The event occurred in hong kong during treatment. It was reported that the drive fan showed a defective error message. No harm to any person has been reported. The device caused the complaint and was not able to work as per factory¿s specifications. New information received on 2025-05-30 that the cardiohelp device was replaced during treatment. There was not much dust on the fans and no visible damage was seen. As the cardiohelp was replaced during treatment, a report is required. Complaint ID# (B)(4).